Manufacturer narrative:
The customer performed a five sample study on the advia autoslide system to confirm its operation. He ran five high white blood cell (wbc) patient samples with five subsequent low wbc patient samples and found no carryover. The customer concluded that the issue was sample related. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that they observed a discordant high blast cell count of 22.0% on a low white blood cell (wbc) count patient slide following a patient sample with a high wbc count on the advia autoslide system. The discordant high blast cell count result was reported to the physician, who questioned the results. The sample was repeated on the same advia autoslide after a saline primer was run. The repeat slide had no blast cells. A corrected report was sent to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant high blast cell count.